Event description:
The customer reported the monitors were black, which was prevented them from using the system. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and found a problem with either the batteries or the low voltage power supply. No conclusion can be drawn as repair information was not reported.